Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. Vascular access was obtained via the right radial and femoral artery. The eccentric, de novo target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 28 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the device became stuck with the guide wire and got tangled. The physician had to remove both the wire and the stent delivery system out and it was noted that the stent strut got crimped. The procedure was successfully completed with another promus premier stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 2.75 x 28mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified distal stent damage. Distal strut segment 1 was lifted and damaged. The remainder of the stent was undamaged. The crimped stent outer diameter (od) of the undamaged section was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube revealed no issues. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. It was reported that during the procedure the device froze on the guide wire, however during the analysis there were no issues loading the device onto a 0.014¿ guide wire. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that catheter entrapment and stent damage occurred. Vascular access was obtained via the right radial and femoral artery. The eccentric, de novo target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 28 x 2.75 promus premier drug-eluting stent was advanced to treat the lesion. However, the device became stuck with the guide wire and got tangled. The physician had to remove both the wire and the stent delivery system out and it was noted that the stent strut got crimped. The procedure was successfully completed with another promus premier stent. No patient complications were reported and the patient's status was stable.